Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('iud embedded in myometrium') and device expulsion ('iud embedded in myometrium') in a 37-year-old female patient who had essure (batch no. B02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included morbid obesity and ovarian cyst. Concurrent conditions included headache, diarrhea, choledocholithiasis, cholelithiasis, chlamydial cervicitis, cholecystectomy, anemia, pelvic pain and cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and procedural pain ("I am still healing from the surgery performed on (B)(6) 2019, so I am still in pain at this time"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, migraine and pain in extremity outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pain in extremity, procedural pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013. Insertion details: the essure coils were then introduced into the bilateral ostia under the normal procedure with 3 coils visible on either side after deployment. Concerning the injuries reported in this case, the following one ones were confirmed in patient¿s medical records: migraine, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 21-aug-2019: quality safety evaluation of ptc (product technical complaint). Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('iud embedded in myometrium') and device expulsion ('iud embedded in myometrium') in a 37-year-old female patient who had essure (batch no. B02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included morbid obesity and ovarian cyst. Concurrent conditions included headache, diarrhea, choledocholithiasis, cholelithiasis, chlamydial cervicitis, cholecystectomy, anemia, pelvic pain and cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches/ migraine"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), pain in extremity ("leg pain"), procedural pain ("I am still healing from the surgery performed on 01aug2019, so I am still in pain at this time"), cystitis ("bladder infection") and vaginal infection ("vaginal infection"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, abdominal pain, vaginal haemorrhage, urinary tract infection, allergy to metals, vaginal discharge, migraine, pain in extremity, cystitis and vaginal infection outcome was unknown, the dysmenorrhoea and dyspareunia had resolved and the procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, cystitis, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pain in extremity, procedural pain, urinary tract infection, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in essure insertion date: (B)(6) 2013 and (B)(6)2013. Insertion details: the essure coils were then introduced into the bilateral ostia under the normal procedure with 3 coils visible on either side after deployment. Received treatment for pain, bleeding, bladder/urinary problem : yes. Received treatment for allergy : no. Concerning the injuries reported in this case, the following one ones were confirmed in patient¿s medical records: migraine, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received. Reporter added. Outcome of the event dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), menorrhagia (heavy menstrual bleeding) were updated. Event : bladder infection, vaginal infection added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('iud embedded in myometrium') in a (B)(6) female patient who had essure (batch no. B02270) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did you undergo an essure confirmation test: no". The patient's medical history included morbid obesity and ovarian cyst. Concurrent conditions included headache, diarrhea, choledocholithiasis, cholelithiasis, chlamydial cervicitis, cholecystectomy, anemia, pelvic pain and cyst. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: urinary tract"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge") and migraine ("migraines / headaches"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion ("iud embedded in myometrium"), abdominal pain ("abdominal pain"), pain in extremity ("leg pain") and procedural pain ("I am still healing from the surgery performed on (B)(6) 2019, so I am still in pain at this time"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2019. At the time of the report, the embedded device, device expulsion, abdominal pain, vaginal haemorrhage, menorrhagia, urinary tract infection, allergy to metals, dysmenorrhoea, dyspareunia, vaginal discharge, migraine and pain in extremity outcome was unknown and the procedural pain was resolving. The reporter considered abdominal pain, allergy to metals, device expulsion, dysmenorrhoea, dyspareunia, embedded device, menorrhagia, migraine, pain in extremity, procedural pain, urinary tract infection, vaginal discharge and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in essure insertion date: -(B)(6) 2013 and (B)(6) 2013. Insertion details: the essure coils were then introduced into the bilateral ostia under the normal procedure with 3 coils visible on either side after deployment. Concerning the injuries reported in this case, the following one ones were confirmed in patient¿s medical records: migraine, abdominal pain. Concerning the injuries reported in this case, the following ones were described in patient¿s medical records: device expulsion, embedded device. Most recent follow-up information incorporated above includes: on 9-aug-2019: pfs and mr was received- previously reported event¿ injury¿, updated to ¿abdominal pain¿, events-¿ iud embedded in myometrium, abnormal bleeding (vaginal), menorrhagia, infection (bladder/ urinary tract/vaginal) type: urinary tract, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vaginal discharge, migraines / headaches, leg pain, device monitoring procedure not performed¿, new reporter information, patient details, lot number, medical history were added. Incident. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.